Event description:
Reporter alleged obtaining higher blood glucose readings on his compact system recently and while troubleshooting the system with the domestic manufacturer's customer service department; discovered discrepant blood glucose results. Reporter stated the system generated a value of 145 mg/dl back to back with a result of 77 mg/dl when testing was performed 5 minutes apart. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.